Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 5. The technical service representative (tsr) assisted the home patient (hp) with clearing the alarm and advising to continue with new supplies manually. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review could not be performed as lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.